Event description:
It was reported that the bd angiocath plus¿ i.v. Catheter 20ga x 1.16in experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from japanese to english: unspecified foreign object found in catheter chamber.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-apr-2023. H6: investigation summary our quality engineer inspected the 2 photos and 1 sample submitted for evaluation. The reported issue of foreign matter (fm) was confirmed upon inspection and testing of the sample. Analysis of the sample showed that a piece of loose, sticky fm, which is comprised of a black and white mixture, was observed on the outer surface of the catheter adapter. Fourier transform infrared spectroscopy (ftir) analysis was performed to determine the composition of the fm and the results determined the fm is likely cellulose. Bd reviewed the entire manufacturing process of this product and there are no instances where cellulose could be introduced to the product. There for bd was unbale to determine a manufacturing related root cause for this incident. H3 other text : see h10.

Event description:
It was reported that the bd angiocath plus¿ i.v. Catheter 20ga x 1.16in experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from japanese to english: unspecified foreign object found in catheter chamber.